Event description:
It was reported that three times the patient's "pump caused her to stop breathing". The patient reported she had to go to the hospital and be put on a respirator and developed bedsores because she was not turned. It was further reported that her "legs just shake and she thinks she may need a new pump." No troubleshooting was attempted. Attempts were made to contact several hcps without success or they were unable to verify the reported event. The most current information indicated that the patient was last seen in 2007 at which time the pump was filled with compounded baclofen (4000 ug/ml), clonidine (200 ug/ml) and hydromorphone (4 mg/ml) and the pump was programmed to a simple continuous rate of 26 ug/hr. The hcp did state the there was an insurance issue and the patient was going to be following by a new hcp. A follow-up report will be sent if more information becomes available.

Event description:
It was additionally stated that the pump "overflowed", causing the patient to go into cardiac arrest. She was found in her home. The patient is currently seeking a new physician.

Manufacturer narrative:
(B)(4).